Event description:
During a follow-up, there were episodes of noise and right ventricular (rv) oversensing resulting in ventricular fibrillation detection by the device. No inappropriate therapy was delivered. During the lead replacement procedure, insulation damage was noted on the rv lead. The proximal portion of the lead was explanted and the distal portion was capped and replaced. The patient was stable following the procedure.

Manufacturer narrative:
As received, a partial lead (connector end) was returned for evaluation in one piece. Visual inspection of the lead revealed an external insulation abrasion breaching all the lumens at the proximal region of the lead. The ethylene tetrafluoroethylene (etfe) cable coating of one non-functional cable and polytetrafluoroethylene (ptfe) liner of the inner coil were also abraded in this location. The cause of noise was isolated to the external insulation abrasion which is consistent with friction to the device can.